Event description:
Reportable based on analysis completed 2005. It was reported that during a pci procedure, the physician experienced balloon removal difficulties. The lesion being treated was a calcified and 99% stenotic lesion in the distal lcx and posterior lateral. No pt injuries or complications were reported.